Manufacturer narrative:
Note: the patient's full date of birth was not reported to the manufacturer. It was confirmed the patient was born in 1963. A2 has been completed as (B)(6) 1963 to reflect this information. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The nurse manager (nm) for a hospital dialysis unit reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The reported issue occurred approximately two minutes after treatment initiation. A "blood leak" alarm occurred on the artis gambro (non-fresenius) machine. The blood leak was internal and could not be visually confirmed. Blood leak test strips were used and tested positive or the presence of blood. No defect or damage was noted to the dialyzer. The patient's estimated blood loss (ebl) is approximately 300 ml. No serious injury or medical intervention was reported. Treatment completed successfully with new supplies which included baxter (non-fresenius) bloodlines. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
The nurse manager (nm) for a hospital dialysis unit reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The reported issue occurred approximately two minutes after treatment initiation. A "blood leak" alarm occurred on the artis gambro (non-fresenius) machine. The blood leak was internal and could not be visually confirmed. Blood leak test strips were used and tested positive or the presence of blood. No defect or damage was noted to the dialyzer. The patient's estimated blood loss (ebl) is approximately 300 ml. No serious injury or medical intervention was reported. Treatment completed successfully with new supplies which included baxter (non-fresenius) bloodlines. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.